Event description:
It was reported the device was used in a laparoscopic cholecystectomy. It was reported the device misfired and every other clip did not close around the vessel properly. A different type of clip applier was used to complete the case. There was a delay in the case but there was not pt consequence.